Event description:
Catheter broke at the hub, leaking blood and antibiotics. Required replacement of central venous catheter.

Manufacturer narrative:
Eval: no product or lot number was provided. Unfortunately, without the actual complaint device it is not possible to determine with certainty how the leakage occurred. These devices are inspected in our qc, 100% for clean and free of damage fitting and verifying that the fitting is securely attached to the extension tubing before packaging.